Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that needle retraction failure occurred after use with a bd insyte¿ autoguard¿ shielded IV catheter. The following information was provided by the initial reporter, "we had another incident with a 24ga 0.75in insyte autoguard. This time the lot number is 9263689. I also have the saved product. The needle did not fully retract into the cover. There is about 0.5cm of needle remaining outside the safety."

Event description:
It was reported that needle retraction failure occurred after use with a bd insyte¿ autoguard¿ shielded IV catheter. The following information was provided by the initial reporter, "we had another incident with a 24ga 0.75in insyte autoguard. This time the lot number is 9263689. I also have the saved product. The needle did not fully retract into the cover. There is about 0.5cm of needle remaining outside the safety."

Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the sample submitted for evaluation. Bd received one used retracted unit. It was reported that the needle caught approximately half a cm above the grip of the unit. Inspection of the device revealed no overlapped or damaged coils, no damage to the grip or barrel of the device, and no damage to the button. The needle was pushed out of the retracted position and the unit was inspected for any catching or interference during retraction. No interference or catching was observed or felt in the unit. There was no damage to the grip or barrel was observed. The unit was dissected, and the needle hub was inspected for any damage that may affect needle retraction. No damage to the hub was observed. The defect ¿needle retraction failure¿ as stated as the reported code was not confirmed based on evaluation of the returned unit. There was no physical/mechanical evidence to confirm and support a manufacturing process related issue for the failure stated in the report. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h.10